Event description:
Device malfunction: mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of an unspecified vessel using the starclose device after an interventional procedure. Reportedly, when the device was removed from the pt, it was noticed that the clip was located on the wings of the device. There was slight bleeding and hemostasis was achieved using manual compression. There was no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be return for eval. It has not yet been received.